Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when she delivered large amounts of insulin. The insulin pump was cracked and missing pieces from the battery compartment and threading. The customer had to keep twisting and holding on to the insulin pump to remove the battery. The insulin pump also alarmed failed battery test. Customer's blood glucose level was 82 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no failed battery alarm and no missing segments or partial display during our testing noted. However, the insulin pump was received with broken reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window and cracked belt clip slot.